Event description:
It was reported that customer experienced cgm error 42 that affected sensor use with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset with guidance, confirmed that error did not recur, and successfully started new sensor session, with no further issues reported.